Event description:
After priming a 3-leg subcutaneous tubing set, the nurse in the home clamped the tubing with the small plastic clamp on each leg on the tubing set, per directions. The nurse reported that the tubing severed at the 3rd of 3 clamp sites. Using a second 3-leg extension, one of the legs also was severed by the supplies, attached plastic clamp. The infusion was administered via the 2 remaining legs, the third leg remained clamped off.